Event description:
It was reported that the atrial lead exhibited low impedances and a possible fracture. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6943 implantable tachy lead - 2001-(B)(6).